Manufacturer narrative:
The probe was connected to the cyrus tester and confirmed there was no heat generated from the probe. 2007.

Event description:
During hip arthroscopy procedure the device did not work properly as it did not vaporize. As a result, the surgery was cancelled as there was no other unit available.